Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. Boston scientific technical services (ts) recommended trouble shooting options. This device remains in service. No adverse patient effects were reported.